Event description:
It was reported that the intraocular lens (iol) was explanted. No further information was provided.

Manufacturer narrative:
Weight & ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between(B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Through follow-up, it was learned that the reason for explant was that the patient was experiencing glare in the right eye. The date symptoms started is unknown. Another johnson and johnson iol was implanted as replacement (different model, dib00, same diopter of 19.5). No medical or surgical intervention was required and there was no patient injury. The patient is doing fine post-operatively. The device was discarded. No further information was provided. Corrected information: based on the new information received, code 1845 (unspecified injury) has been corrected to 2140 (to capture "glare"). The following sections have been updated accordingly: section a4: patient weight: 135 pounds. Section h6: health effect - clinical code: 2140 visual disturbances (to capture glare) section h6: type of investigation: 4115. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.